Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the radifocus glidewire advantage was used during the procedure. Guide wire, blocked in catheter. 0.018 advantage glidewire pushed through navicross 0.018 (that was through an 0.035 reverse curve catheter, through a calcified occlusion). The wire could not be advanced out of the navicross catheter. Resistance was met. They pushed some more, which probably resulted in buckling of the wire inside the catheter. When trying to remove the wire, the tip detached (stayed in the navicross catheter). The navicross catheter was removed from patient and could not be unblocked. Obese elderly patient, with very severe calcified arterial disease (aortic occlusion and multiple, severe, heavily calcified iliac stenoses). From right cfa access, reverse curve catheter (5 fr uf, cordis tempo) across the aortic bifurcation, and 0.018 navicross through that. Using a command 0.014 wire, they crossed the (heavily calcified) left cia origin stenosis/occlusion. Exchanged this wire for the advantage wire, which they could not advance out of the navicross (likely because of the very tight stenosis mentioned, plus the angles involved and the stiffer shaft compared to the command). They felt it get stuck and then, when trying to remove it, the end snapped. They removed the navicross which probably still has the end of the wire inside it. They then used the same 014 command wire through a cook cxi 2.6 fr catheter to complete the procedure. Snared the wire from the left groin access and treated the patient as intended. The command wire also suffered significantly and got stuck in the cxi - they were removed together. I think the heavy calcification tested these wires to the extreme, and I doubt there was a true fault with your devices. They were simply pushed to (and probably past) their limits. The procedure outcome was not reported there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device return date in section d9, update section h3, and to provide the completed investigation results. It was initially reported the actual sample was available; however, confirmation was received that it is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. No anomaly was found in the records of each product. Since it was described in the reported issue that "advantage glidewire pushed through navicross (that was through a catheter, through a calcified occlusion). The wire could not be advanced out of the navicross catheter", it was presumed that some damage was added to the glidewire advantage when passing through the lesion. Starting from this damage, it was broken when pushed out from navicross and got stuck. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.